Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during battery testing in the standard functional test step 9.15. This alarm would have interrupted delivery. There was no patient involved and there were no reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of master complaint (B)(4). The cause was identified to be depleted/defective main battery. To correct this condition the main battery was replaced. If any additional information is received, a follow-up will be sent.